Event description:
N/a.

Manufacturer narrative:
The hakim peritoneal catheter (ID (B)(6)) was returned for evaluation. Failure analysis - the catheters were visually inspected; no defects noted. The catheters were irrigated, no occlusions noted. The catheters were leak tested; no leaks were noted. The complaint was unconfirmed. Root cause analysis - no root cause for the issue reported by the customer could be determined as no defects could be found with the catheter. A possible root cause for the issue reported by the customer, could be due to catheter susceptible to kinking which could lead to an occlusion.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim peritoneal catheter (ID: 823045) was implanted via a lumboperitoneal (lp) shunt on an unknown date due to communicating hydrocephalus and secondary normal pressure hydrocephalus (snph). The catheter was used with a certas valve (ID: 828804) and a silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). Shunt dysfunction was observed; therefore, the device was explanted on an unknown date. According to information provided, the details of the shunt dysfunction are unknown. It is unknown whether there is an identified issue with the peritoneal catheter. It is also unknown if the patient experienced any signs or symptoms due to the device issue. The current status of the patient is unknown.